Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose. Blood glucose level at the time of incident was 2.7 mmol/l. Customer stated that they had a sensor inserted yesterday, it did warmed up but has never asked for calibration since then up to now and 2 other sensor are faulty needle did not come out. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.